Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported from the patient that they have had the issue of charging too often since the ins was implanted in 2016. They have had an ins since 2000 so the patient is very use to having one. The patient met with a manufacturing representative (rep) on (B)(6) 2018 and she checked the ins and said there is nothing wrong with it. The recharging too often has not been resolved. The patient has their ins set to 10.5 and they still feel no stimulation, but they know it is working and knows when it stops and needs to be charged which is one or two times a day. The patient stated the battery should be designed to hold a charge for a longer period of time when a patient has to have their settings so high. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient and the rep reiterated that they were charging daily. The impedances were within normal limits. It was noted that the patient required very high amplitude and that they do not feel stim but know it helps because if they turn off stimulation their pain increases. It was suggested that the patient try a different program with a lower amplitude to see if it helped with recharging frequency. The issue was considered resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient encountered the upper limit screen on their programmer during the call. They kept their stimulation at 10.5 volts and couldn't feel stimulation. When they arched their back they could feel stimulation. It didn't matter which program/group they were on, they didn't feel stimulation using any of them. They received symptoms control/therapy from their stimulator because they can tell when their stimulator goes off and needs to be charged. The patient confirmed that there was no allegation regarding the stimulator turning off and that they were referring to the ins depleting too low and needing to be charged. They charged every day and sometimes charged twice a day. The patient said they expected it to last at least one day. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reiterated that the cause of the frequent charging was that the patient's stimulation settings were very high, and that frequent recharging is expected. No further complications were reported.